Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29 -oct-2018 with the following findings: during investigation, there was no damage to cartridge compartment. A cartridge cap was not returned with pump for investigation. There was no difficulty loading a test cartridge in the pump. A test cartridge cap attached securely to pump. Unable to duplicate or verify reported issue. Unrelated to the original complaint, the display is dim and the battery compartment is cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that ¿there was something physically wrong with cartridge compartment and is having an issue putting the cartridge in.¿ there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the issue.